Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst along lumen. No pieces of the sac were missing; however, a weak spot was observed. Microscopic evaluation of the sample found balloon burst conditions that were associated with the reported event. Origin of burst could not be determined. The exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The following results were found during the dimensional evaluation: eye snip length:3/32¿ inflation lumen coverage: 10 thou balloon thickness: 19 thou burst initiated from bottom collar of sac: 9mm the balloon thickness measured 19 thou. In addition, the edges of the burst area were brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, due to balloon damage. It was not confirmed if there were missing pieces that remained in the body. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, due to balloon damage. It was not confirmed if there were missing pieces that remained in the body. There was no patient injury reported.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst along lumen. The sample was evaluated under a microscope and the balloon burst conditions found to be associated with the reported event. Origin of burst could not be determined. Exact cause of the sample condition could not be determined and could not be assigned a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon, due to balloon damage. It was not confirmed if there were missing pieces that remained in the body. There was no patient injury reported.